Event description:
There was an allegation of questionable total psa elecsys e2g 300 v2 results for 1 patient sample on a cobas 8000 e 801 module. The initial result was 3.65 ug/l. The result was reported to medical personnel and a repeat test of the sample was requested. The repeated result was 11.4 ug/l. The reagent lot number is 55047201 with an expiration date of 31-oct-2022.

Manufacturer narrative:
The customer noted an abnormal low signal alarm on the day of the event, but not on the alleged results. The field service representative replaced the pinch valve and tube, which appeared to resolve the issue. He successfully performed qc and calibration. The investigation did not identify a product problem. The cause of the event could not be determined.